Event description:
It was reported that during an unk procedure, the acoustic stud broke off of the handpiece. The customer swapped the handpiece with another handpiece and the doctor completed the case with no patient consequence.